Manufacturer narrative:
H10: one (1) used ch2000s-c, spinning spiros connected to one (1) 60 ml bd syringe was received and visually inspected. As received, the spin feature of the spiros was activated in the rotational direction. The shear tab was sheared and no damage to the splines were seen. The luers of the spiros and bd syringe were measured according to iso standards and found to be compatible. No damage or anomalies were identified on the returned bd syringe. The returned ch2000s-c spinning spiros was disconnected from the syringe and functionally tested. The spiros met product performance expectations outlined in the product performance specification. Nothing was identified on the returned devices that would have resulted in a disconnection or leak during use. The reported complaint could not be confirmed. The device history review could not be completed since no lot number was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event involves a spinning spiros male luer, red cap that was able to be removed from the syringe. This was found during an infusion of vidaza causing a small chemo spill. There was patient involvement, but no harm reported.